Event description:
It was reported that the patient's device had loss of sensing and high frequency noise. The device is still in use. No patient complications have been reported as a result of this event.